Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels in the high 200 mg/dl range. Reportedly, the pump settings need to be adjusted. Customer delivered correction boluses to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.